Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 405 mg/dl which was treated by manual injection. Customer's blood glucose level was 274 mg/dl at the time of reporting. Customer was not experiencing symptoms related high blood glucose level. Customer was using insulin pump within 48 hours of reporting event. Insulin pump will not be returned for analysis.